Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report four of seven for the same event, reference 0002184052-2016-00219 through 0002184052-2016-00225.

Event description:
It was reported during a l2-l5 mis tlif after compressing, the surgeon went to torque down and the set screws (closure tops) sheared off. There was a surgical delay of approximately 30 minutes because the surgeon had to remove the rod to remove the screw. The surgeon implanted a new screw and re-inserted the rod and new set screws (closure tops).

Manufacturer narrative:
The returned closure tops were evaluated. The threads were found deformed and fractured; the complaint is confirmed. The likely cause is related to excessive compression force during the procedure. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions for proper device usage and installation.